Event description:
It was reported that the pump had an event of clutch course error during testing. There was no patient involvement. Evaluation of the returned device confirmed the clutch failure was due to worn out clutch parts.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the reported issue was duplicated. The unit showed the check clutch/lever error during occlusion testing. The probable cause is a worn-out clutch. The clutch was replaced to address this issue.